Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 65 mg/dl. The customer's expected fasting blood glucose test result range is 118 - 130 mg/dl. Customer has only been using the truemetrix meter for a few days. Customer was also comparing to another device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 01/02/2019, a blood test was performed by the customer non-fasting and produced test result of 140 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/18/2020 and open vial date is last week. The meter memory was reviewed for previous test result history: result 1:85mg/dl, time:749a, date:12/30 fasting; result 2:65mg/dl, time 5:23p, date:12/24 fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # 01612236 product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/3/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Correction: correct the mlurc on section h10.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. (B)(4). Manufacturer contacted customer on (B)(4) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 65 mg/dl. The customer's expected fasting blood glucose test result range is 118 - 130 mg/dl. Customer has only been using the truemetrix meter for a few days. Customer was also comparing to another device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a blood test was performed by the customer non-fasting and produced test result of 140 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/18/2020 and open vial date is last week. The meter memory was reviewed for previous test result history: result 1:85 mg/dl, time:749a, date: (B)(6) fasting. Result 2:65 mg/dl, time 5:23p, date: (B)(6) fasting.